Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had placement difficulty as the physician was unable to deploy lead due to the helix not extending. It was noted that the lead initially deployed but there was unsatisfactory r-wave sensing, therefore the lead was attempted to be repositioned. When attempting the reposition the helix would no longer extend and markers would not move. The same applied when the lead was removed and tested on the operating table. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant.the analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.